Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer was dehydrated and spilling ketones. Troubleshooting was not performed as the customer ended the call after reviewing the carelink data. Nothing further was reported.